Event description:
It was reported the customer's sensor had inaccurate readings. Customer's blood glucose was 109 mg/dl and their sensor glucose read 200 mg/dl. The customer also stated their insulin pump went in to threshold suspend due to the inaccurate readings. It was also found the customer experienced a low blood glucose of 49 mg/dl from over bolusing. Customer stated their sensor glucose reading was 68 mg/dl during this low blood glucose event, and the insulin pump did not suspend. Customer's sensor will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Reference manufacturer report number: 3004209178-2015-99192.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed testing. The sensor passed with accurate readings.